Manufacturer narrative:
Concomitant products: product ID 7482a51, serial # (B)(4), implanted: (B)(6) 2009, product type extension; product ID 3389s-40, lot # v297034, product type lead; product ID 3389s-40, lot # v297034, implanted: (B)(6) 2009, product type lead; product ID 37642, serial # (B)(4), product type programmer, patient; product ID 37602, serial # (B)(4), implanted: (B)(6) 2013, product type implantable neurostimulator; product ID 7482a51, serial # (B)(4), implanted: (B)(6) 2010, product type extension; product ID 37602, serial # (B)(4), implanted: (B)(6) 2013, product type implantable neurostimulator. (B)(4).

Event description:
It was reported the patient was scheduled for an extension revision for 3 days following report as they have a break in the extension that was visualized on the x-ray. Intra-operatively, they want to make sure the lead was ok and well. The patient also received an electrical jolt when they would turn their head. It did not occur when the device was off. Going into the revision surgery the impedances were: c/0 498, c/1 1624, c/2 494, c/3 490, 0/1 934, 0/2 32, 0/3 32, 1/2 788, 1/3 802, and 2/3 30. There was no therapy impedance given. The patient did not know when the shocking started but they thought it was gradual with no falls or injuries. The lead/extension had migrated down. The patient had been seen in march and the impedances were all fine then. Additional information received reported the cause of the shocking sensation was fluid build-up in the connection between the lead and extension. There was no damage to the lead and none of the leads were explanted. An x-ray was performed and nothing was seen. Intra-operatively a lead test was performed with the external stimulation and everything was fine. They cleaned out the cap and reconnected the lead and extension and the impedances tested ok. The patient was doing fine with no more shocking.

Event description:
Additional information received reported there were no breaks in the extension and the extension connector had migrated. No further problems were noted.